Manufacturer narrative:
A complete lead was returned in five segments. External insulation abrasion exposing the inner coil consistent with friction due to external forces noted at 18.6 cm to 20.1 cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that the asymptomatic patient had decreasing right ventricular lead impedance over the course of four months. The lead had stable capture thresholds and no noise, and there was no loss of pacing support. Since the patient is pacemaker-dependent, the lead was extracted and replaced on (B)(6) 2017. There were no complications from surgery.